Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but could not confirm the reported issue. The user made repairs prior to ge service rep checkout. Customer contact reports no patient information is available.

Event description:
The hospital reported the unit had an error that results in a loss of mechanical ventilation. There was no report of patient injury.